Event description:
Procedure: colon resection. According to the rptr: the surgeon used the endo gia universal 60-3.5 to cut off the rectum., but could not fire the instrument. Surgery time extended more than 30 minutes. Additional information has been requested.

Manufacturer narrative:
Initial report sent to FDA on 06/12/2009.